Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 49 mg/dl. The customer reported there was a lost in communication between insulin pump and transmitter. Customer stated that being on low blood glucose, she was learning the insulin pump and by accident she made a mistake with carbs placed. The insulin pump will be returned for analysis.